Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable pacing lead that the physician was attempting to implant in the right atrium was not sensing at all in multiple locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no proper readings could be obtained with the attempted implantable pacing lead no matter where it was placed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.